Event description:
Information received by medtronic indicated that customer had hyperglycemia along with hospitalization due to diabetes ketoacidosis. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The blood glucose value was 840 mg/dl and had symptoms of headache, nauseous, dizzy. Customer didn't woke over 400 mg/dl and didn't hear the alarms were going off. Customer went to bed without a bolus. Customer didn't take and woke with 400 and customer stayed in hospital for the period of 2 days. On first day in ICU and then shifted to normal room. Customer had treatment of IV insulin drip. Troubleshooting was performed; no further patient complications were reported. The customer will discontinue use of the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported that she thought she bolused prior to bed but she did not and woke up with high blood glucose over 400mg/dl. She did not hear the alarms going off. She went to the emergency room and was hospitalized on (B)(6) 2022 at 17:00. She stayed in the hospital for 2 days. Blood glucose at admission was 840 plus mg/dl. Customer had headache, nausea, and was dizzy. Customer was treated with insulin drip. Pump was used at the time of the incident. Sensor was used. It was unknown if auto mode was used. Customer did not say they will discontinue the pump. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section and h6 section health effect impact code.